Event description:
As nursing home resident was being transported into the bath area, she fell from the lift and sustained facial lacerations. She was transported to the hospital's emergency room for treatment and during a CT scan had a cardiac arrest and died. The final ER diagnosis is cardiopulmonary arrest, evaluation of fall, and alzheimer's disease.device labeled for single use. Patient medical status prior to event: fair condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-93. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: design - inadequate. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.